Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2366-70; serial: (B)(4); batch: 5149420.

Event description:
It was reported that one of the patients lead placement was not high enough in the head. The patient underwent a revision procedure wherein one lead on the right side of the head was moved. The lead remain implanted in the patient. No further information has been obtained despite good faith efforts.